Event description:
It was reported that the customer experienced a blood glucose (bg) level over 700 mg/dl, "kidney and heart issues", and chest pain; cause was not known. Customer went "out walking/playing golf" and administered a bolus via the pump to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital; treatment provided was not known. Customer was discharged 9 days later with the issue resolved. The customer continued to use the pump for insulin therapy. Date of event is approximate.